Event description:
Customer called to report that there are cracks near the reservoir window. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. No damage to reservoir tube or reservoir window noted. Motor error alarm during rewind due to corroded motor home switch. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.